Event description:
During a coronary drug eluting stenting treatment procedure, a stent embolization occurred. The non-calcified, non-tortuous, 80% stenosed lesion in the mid rca was predilated with a 2.0x 12mm maverick balloon. When the physician tried to place the taxus express2 2.25x 12mm drug eluting stent, the physician encountered problems getting to the lesion. The physician tried to remove the stent delivery system but it would not come out. When the delivery system was finally retrieved "the stent fell off the shaft". It is unclear where the stent came off of the balloon. The physician noticed it was missing after removing the delivery system. The stent was not found. The procedure was completed with another taxus stent. No further pt complications occurred. Pt status is reported to be satisfactory.